Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the image shorted out on the screen due to a faulty charged coupled device. Based on the results of the investigation, a root cause for the leak could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head's image shorts out on the screen and flashes in and out. This issue occurred during reprocessing of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.